Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was within labeled altitude range. There was no impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.